Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that during use of the highsail dilatation catheter, the balloon ruptured at 10 atm. No patient effects were reported. No additional event or patient information is available.